Event description:
It was reported that after the catheter was placed, the pt withdrew the catheter with force. The suture hub was found broken on the side of the wing. The side of the suture hub was still attached to the pt and the catheter was removed and caused bleeding. As a result, a new kit was opened and placed successfully for the pt. There was no delay in treatment, no pt death and no pt complications were reported.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.